Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed to execute a baseline ECG recording. Upon evaluation, the r781 driven ground resistor was open. The cause of the baseline ECG recording failure is the open resistor. The root cause of the open resistor could not be positively identified. The damage is consistent with external defibrillations. There is no indication that the open resistor caused or contributed to the patient's death. The patient entered asystole which is considered a non-treatable rhythm. No treatment was required.

Event description:
During servicing of a patient's monitor, which was returned for investigation into a patient's death, a reportable problem was found. The monitor failed to execute a baseline ECG recording.